Event description:
Patient was implanted with tibial nail-ex, one-third tubular plate and screw construct on (B)(6) 2011. On an unknown date, patient reported pain from the implanted hardware. Patient returned to the or on (B)(6) 2012 for removal of hardware. All hardware was removed on this date, and it was reported that the fracture was healed and no other devices were implanted. This is 7 of 17 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.